Event description:
It was reported that the reservoir has leaked. Customer has been smelling insulin in the reservoir compartment . The current blood glucose reading is 500 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.